Event description:
Pt had bilateral ruptured silicone filled breast implants. She underwent excision of her implants, along with the capsules. A capsulectomy removed all of the capsule and the left implant was found to be broken, but not completely ruptured, intracapsular ruptures occurred in both instances. The left and the right breast had intracapsular disruptions.